Manufacturer narrative:
If explanted, give date: not applicable as there is no indication that the lens was explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the implantation of a tecnis toric intraocular lens (model zct225) into the left eye of a female patient, it was noticed that the lens had rings on it similar to a multifocal lens. Reportedly, the lens remains implanted. Additional information was received and it was learnt that the patient was doing very well and her vision was good. The patient had no complaints and happy with the outcome. There are no plans for any further medical or surgical intervention. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed. Photos of the implanted lens were provided and they were evaluated. A pattern of rings was visible, which was a surface appearance characteristic. Based upon the photo the complaint was confirmed however considering that the lens is implanted and the iol cannot be investigated a product deficiency could not be identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. During manufacturing each 1-piece acrylic iol is individually cryo-lathed. Due to this process machining lines may be present on the iols. Machining lines are defined as lathe turning marks that are partially removed during the tumble polishing process. At final inspection all lenses are inspected using standardized lighting conditions to determine the presence of surface anomalies. The presence of machine lines that fall within cosmetic specifications do not affect the optical quality of an iol. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.